Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no associated nonconforming material records.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion that was 90% stenosed located in the mid-right coronary artery (rca) that was mildly tortuous and mildly calcified. A 3.5 x 28 mm xience prime stent was deployed and a distal edge dissection occurred. Another xience prime 3.0 x 28 mm stent was used to cover the dissection and complete the procedure. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.